Manufacturer narrative:
A philips field service engineer (fse) evaluated the device on site. It was determined that this was a malfunction of the capacitor which was replaced, and the device will be returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor .the reported problem was confirmed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device functional test failed. There was no patient involvement.